Manufacturer narrative:
(B)(4) the date of onset of the event was on an unreported date in (B)(6) 2014. The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced cloudy effluent (presumed to be a possible infection) coincident with peritoneal dialysis (pd) therapy. The cloudy effluent was manifested with symptoms of abdominal pain and fever. The cause of the cloudy effluent was not reported. It was not reported if the patient was admitted to the hospital for cloudy effluent. The treatment for the event was not reported. The following month after the onset of the event, the patient passed away at home. The cause of death was reported to be end stage renal disease, hypertension and tobacco use. It was not reported if the patient recovered from the cloudy effluent event prior to death. The pd therapy was ongoing until the time of death; however, it was not reported if pd therapy with a homechoice device was being performed prior to or at the time of death. An autopsy was not performed. No additional information was available at this time. This is report 3 of 4 involved in this event.